Event description:
It was reported that pump touchscreen was cracked and shattered leaving display illegible and touchscreen unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support confirmed pump was still under warranty, arranged shipment of a refurbished replacement pump.